Event description:
It was reported that the s/5 anesthesia monitor was not sending EKG signals to the balloon pump during pt use. The failure was noticed immediately by hospital staff. The procedure was able to proceed with manual use of the balloon pump. There was no reported pt injury or death. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt data has not been provided by the hospital. The occupation of the initial reporter is unk.